Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root causes of them although the white foreign material was determined to be a mixture of carboxylates, ethers, and inorganic substances (p, si, s) while the brown foreign material was determined to be part organic silicone that was presumed to be due to chemicals such as antifoaming agents and part hydroxide (iron rust) due to corrosion of the nozzle due to the same chemicals and residual water in the nozzle. Per additional follow up from the customer, it is unknown if the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the nozzle is cleaned with lint-free cloths/brushes/sponges. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the reported issue (peeling of curved part coating) was confirmed. It was observed that the bending rubber was torn (metal part was exposed but not sticking out). In addition to foreign material, service found that the adhesive on the bending rubber was cracked and the plastic distal end cover was scratched. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the coating on the curved part of the subject device was peeling off. The reported issue was observed while reprocessing the subject device after the procedure was successfully completed. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that there was white foreign material on the bending rubber and there was brown foreign material at the nozzle opening. This report is being submitted for the malfunction found during evaluation (foreign material on bending rubber and at nozzle opening).